Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The 70-80% stenosed target lesion was located in the heavily calcified, moderately tortuous mid to distal right coronary artery (rca). A 6fr amplatz guide wire was advanced to the lesion site and a non-bsc 3.0x12mm balloon was inflated two times at 10 atms and 30 seconds to pre-dilate the lesion. Immediately after pre-dilatation the lesion was 60-70%. Upon introducing the veriflex 3.0x16mm stent, there was some resistance experienced and the physician had a difficult time advancing the device. The device was pulled back, and it was noticed the stent had come off the delivery balloon and was on the wire. A non-bsc 0.014 180cm guidewire was advanced along with a non-bsc 1.5x8mm balloon to where the stent was on the wire. The balloon was inflated and the stent was removed from the pt. The procedure was not completed due to this event. No pt complications were reported, and the pt's status is reported as "fine." Additionally, the physician does plan on a follow-up procedure but none is scheduled at this time.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.